Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The recent device repair history showed the device was repaired in july 2022 and the imaging unit was replaced at that time. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found there was no image displayed, due to damage to the imaging unit and electrical contacts of the video connector. The video connector was cracked, and the electrical contacts were scraped. Based on the results of the legal manufacturer¿s investigation, reported event was possibly caused by a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. Further evaluation of the device found there was faulty dimming in the image due to poor adjustment of the light guide lights. Scratches were observed on the video connector, video connector case, control section, angle lever, up/down plate, universal cord, light guide connector, and light guide cover lens, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while inspecting the subject device prior to a therapeutic laparoscopic pyloric gastrectomy procedure, the cameral did not work and no image was displayed. Another same model device was used to complete the procedure with no delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
August 18, 2022 (device received for evaluation).